Event description:
It was reported that during a wedge resection procedure, it was observed that the device had an unspecified malfunction. There were no patient consequences nor surgical delay reported. It was unknown how the case was completed. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 11/05/2025 b3: only event year known: 2025 d4: batch #a97y27. Additional information was requested, and the following was obtained: the device was attempted to be fired on the tissue but it would not fire. There were no staples deployed and the tissue was not cut. Once they removed the device, it was able to fire outside of the body. They opened an additional stapler. Did the device deliver any staples? No, not until it was taken off the tissue. Did the device cut? No, not until removed from the patient. Was there any difficulty opening the device? No, not from my understanding when I had a conversation with dr. (Please refer to the attached mail) this was during a wedge resection in the thoracic specialty. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45b reload present. The reload was received unfired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, the log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97y27, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.